Event description:
Facility reported that upon initiation of treatment, a significant and noticable blood leak occurred at the arterial end of the dialyzer into the dialysate. Treatment was stopped and the pt's arterial blood was rinsed back. Ebl 75-150cc. Treatment was resumed using a new dialyzer without incident. Sample was discarded by the facility.